Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3e0230 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3e0229 sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparotomy with total gastrectomy, on esophageal resection, when approaching the tissue, after pressing the lit green button and making sure it was illuminating, the center control was pressed downward, but it did not fire. The same phenomenon occurred twice more during duodenectomy. A new reload was opened and connected again, and used with the same powered device without any problems. There was no patient injury.